Manufacturer narrative:
Conmed corporation received one (1) unopened package containing the d-port seal 10/12mm device for evaluation. Visual examination of the returned product noted "the seal area on one of the sides of the pouch was improperly sealed." This device was transferred to the packaging engineering test lab for dye leak testing. The packaging failed dye leak testing, on 13-jul-2016, confirming there was a breach in the sterility of this device. This lot was manufactured on 04-feb-2016. A review of the device history record for this lot found no ncrs and no discrepancies noted during the manufacturing process. Of the ten (10) units shipped to the distributor from this lot, this was the only unit found with an "insufficient heat seal" by the distributor's inspector. The distributor's inspector performs a 100% incoming inspection of all devices. There have been no other similar complaints received on this lot which contained a total of (B)(4) units. A two year review of product history for this device family showed one (1) previous complaint for one (1) devices with an "insufficient heat seal." During this same two year period, over (B)(4) units were sold worldwide making the occurrence rate for this reported failure mode (B)(4) percent. Preliminary investigation revealed the most probable cause of the creases found in the seal is manufacturing related. The manufacturing supervisors have been made aware of this reported problem and an investigation has been requested. To date, there have been no serious injuries or death related to this reported problem. To prevent future recurrences, an investigation has been opened to address this issue.

Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, "insufficient heat seal" was found in the sealing area of a sterile package containing the d-port seal device. There was no patient involvement with this reported device, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.